Manufacturer narrative:
The na electrode lot number was t9076 with an expiration date of 30-dec-2024. The k electrode lot number was d3758 with an expiration date of 29-dec-2024. The cl electrode lot number was q4338 with an expiration date of 05-nov-2024. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 22 patients' plasma samples tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Discrepant results for 2 patients' samples were provided. Sample 1 (patient 1): initial na result: 151 mmol/l. Repeat na result: 139 mmol/l. Sample 2 (patient 2): initial na result: 156 mmol/l. Repeat na result: 138 mmol/l. Initial k result: 5.8 mmol/l. Repeat na result: 5.2 mmol/l. Initial cl result: 119 mmol/l. Repeat na result: 105 mmol/l. The physician questioned the initial results and the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The calibration was last performed on 06-mar-2024 and was acceptable. The field service engineer found that the baseplate for ise reagents was not set flat. He aligned the baseplate for ise reagents. He verified the system by performing the air purge and running the reagent prime. Calibration and qc were performed and they were acceptable. Precision studies were performed and they were within specifications. The service actions (aligning the baseplate for ise reagents) resolved the issue. No further issues were reported afterward.